Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was exposed to moisture. The user's blood glucose (bg) level ranged from no impact to in the 400's (mg/dl). The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified in the logs; however, no failure was identified in addition, a different issue was found.